Event description:
Additional information was received from the treating physician¿s office that indicated that the patient had been recently seen and the vns system diagnostics were acceptable. The cause for the patient¿s throat infection was not known. The patient was referred to the surgeon for further evaluation of the vns, the patient plans to request removal. No additional information was available.

Event description:
The patient reported that the ent indicated that she has an infection in her throat. The patient reported that she was scheduled to follow-up with the ent physician the following day. The relationship of the throat infection to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.